Manufacturer narrative:
In initial report, the manufacturer year was only provided however the full date is provided in this follow up report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Through follow up, additional information was received. All sections of this follow up report have been updated accordingly. Female required intervention the capsular lens damage reported was a broken capsule that required a vitrectomy on the right operative eye. An incision enlargement was performed, and the intraocular lens was implanted on the sulcus. The procedure was completed. The patient outcome is satisfactory. Dr august pardo health professional: yes physician patient code 2639 for capsular tear patient code 2643 for vitrectomy all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A broken capsule that required a vitrectomy on the right operative eye. An incision enlargement was performed, and the intraocular lens was implanted on the sulcus. The procedure was completed. The patient outcome is satisfactory.

Manufacturer narrative:
Reporter telephone: unknown as it was not provided. Manufacturer year 2017. (B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, it was reported there was capsular lens damage during the last surgery of the day when using the signature pro console. Although, there were several attempts to follow up with the surgery center, no additional information was provided.